Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Case description: tech called in for help with error on 8100 unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8100 unit when try to run pm test he is get error "patient side occlusion test keep failing" explain the error has to do with the pressure sensor on unit the bottom one for patient side first run the calibration on unit see if the can resolve the error if not you will have to replace pressure sensor on unit, once replace and still get same error next unit has to come in for services repair. Tech thank me for my assist.